Manufacturer narrative:
(B)(4). The device was received; however, evaluation has not yet begun. A review of all batch record documents for lot number h13d19049 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During visual inspection of one companion sample and one used sample, no issues were found with either one of the samples. Leak testing, clear passage testing and clamp function testing were performed without any issues. The torque testing was performed on the sleeve engagement on both samples and the results were found to be within specifications. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp on a uv flash transfer set was loose when the clamp was closed after the transfer set had been installed. The transfer set was then changed out. No patient injury or medical intervention was indicated in association with this report. No additional information is available.